Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to undersensing. A lead damage on the lead body was noted. Additional information indicated that lead fracture was confirmed during the procedure. The product is no longer in service. There were no additional adverse patient effects reported.